Event description:
It was reported that the patient connector of a uv flash transfer set did not connect well to a titanium adapter. The reporter stated this occurred when the customer connected the transfer set for the first time. This occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not available however the companion samples are reported to be available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A transfer set from the same lot was returned unused and in an opened pouch the evaluation was completed on the companion sample. The sample was visually inspected with the naked eye, as well as with a microscope. Visual inspections identified damage to the patient connector. The damage was limited to the outside of the connector. Leak, clear passage, and clamp functional testing all passed. The integrity of the seal surface test passed. The inner diameter of the patient connector was within specification limits. Although damage was noted on the patient connector, the transfer set was able to pass all functional testing. The reported connection issue was unable to be verified nor duplicated during sample analysis. A batch review of the associated lot number was performed and no issues were noted during the manufacture of the lot. Should additional relevant information become available, a supplemental report will be submitted.